Event description:
I used fixodent and polygrip from approximately (B)(6) 1985 until (B)(6) 2010. While I was using fixodent and polygrip I began experiencing numbness and tingling in my extremities. On (B)(6) 2010, I was diagnosed with neuropathy. Blood level at that time show low levels of copper, high levels of zinc in my blood. My neuropathy is permanent and requires continued medical care and treatment. Fixodent - polygrip caused numbness and tingling in my extremities have dropped right foot. Neurologist said I have worst test results he has ever seen. Diagnosis or amount: denture cream; frequency: 2 to 3 daily; route: oral. Dates of use: (B)(6) 1985 - (B)(6) 2010. Diagnosis or reason for use: denture adhesive. Event abated after use stopped or dose reduced? No.